Event description:
An orthopediatic-brand rod broke off in patient's femur. Physician was able to remove rod and replace it with a different rod. The broken rod was sterilized and returned to risk management. The patient was having an intramedullary rod fixation of a left femur fracture. When the surgeon was inserting the rod, it broke during insertion. Physician was able to retrieve the rod in its entirety and removed it from the patient's femur. Spd personnel took the rod and cleaned and sterilized it. Physician successfully repaired the femur fracture with another fixation rod. The orthopediatric rep was notified of the implant malfunction and reported it to his company. The implant is being held for risk management in the surgery office.